Event description:
A hospital in (B)(6) reported to our distributor that during their initial, pre-use testing of the equipment set-up, an mr290v autofeed humidification chamber appeared to be leaking. No pt was connected and consequently, no pt consequence occurred.

Manufacturer narrative:
(B)(4). Method: the returned policy mr290v humidification chamber was visually inspected for any damage that could have given rise to the reported leak. Results: our inspection confirmed the presence of a vertical crack on the chamber dome, in the region of the right chamber port. A lot check indicates no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested to 200cmh2o following the production process, which detects potential leaks due to cracks and other sources. Any chamber which fails the production leak test is rejected. It is possible that the complaint chamber sustained the reported damage post-production, most likely from accidental impact during transportation or storage. Our user instructions, which accompany the mr290 chamber specifies to the user to refrain from using any chamber if the seals are not intact when received, or if it has been dropped and to perform a pressure and leak test on the system prior to use. In this instance, the hospital advised that the leak had been detected during the initial leak test.